Manufacturer narrative:
Patient information was not made available from the site. On 05/02/2016 , a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement positioning sensor unit (psu) shipped to site 05/03/2016. No parts have been received by manufacturer for analysis. On 05/04/2016, a medtronic representative, following-up at the site, reported the alleged inaccuracy occurred during navigation. When performing the system check-out, no inaccuracy was seen and there was no problem with instrument recognizing. Navigation system is functional. Psu will be replaced, no further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, using a navigation system and an imaging system, the surgeon alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. There was no delay of therapy reported.

Manufacturer narrative:
Medtronic investigation of returned positioning sensor unit (psu) finds that the psu tracked through the volume without issue. However, the psu failed an aak test at .43 mm with a passing threshold of .35 mm. The reported issue was confirmed to be caused by an electrical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the psu was replaced on the system to resolve the issue.